Event description:
Radio transmitters used for cardiac monitoring (telemetry monitors) were operating on a previously "unused" television band. These transmitters lost communication with the central monitoring station when a nearby television broadcast station turned on their new high definition television (hdtv or dtv). It was revealed that the hdtv was assigned to the same channel band. Cardiac monitoring could not be accomplished while hdtv was broadcasting within the same frequency band. This occurred on the 13th floor cardio-thoracic surgery and heart transplant nursing unit.